Manufacturer narrative:
On 23-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. There was thrombus on the catheter. After pentaray nav sh was pre-voltage map, when removed from the patient¿s body, after anterior line was created, mapping was tried again for la. Before inserted into the patient¿s body, it was checked that saline of pentaray was not flowed firmly, and adhesion of thrombus was also confirmed simultaneously. At the time of temporary removal from the left atrium, it was confirmed that perfusion with a pressure bag was performed appropriately. Resolved by replacing pentaray. After the pentaray was removed from the patient¿s body once, when it was going to be reinserting into the patient¿s body for using mapping. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray catheter. No was found clot on the tip. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded in tip 0.5¿ inch after the transition between peek housing and tip. No other damage was observed that might contributed to the occlusion of the catheter. A manufacturing record evaluation was performed for the finished device 30595232l number, and no internal action was found during the review. For irrigation failure, the instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter. There was thrombus on the catheter. After pentaray nav sh was pre-voltage map, when removed from the patient¿s body, after anterior line was created, mapping was tried again for la. Before inserted into the patient¿s body, it was checked that saline of pentaray was not flowed firmly, and adhesion of thrombus was also confirmed simultaneously. At the time of temporary removal from the left atrium, it was confirmed that perfusion with a pressure bag was performed appropriately. Resolved by replacing pentaray. After the pentaray was removed from the patient¿s body once, when it was going to be reinserting into the patient¿s body for using mapping. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The irrigation issue is not MDR-reportable. Thrombus/clot is MDR-reportable.